Manufacturer narrative:
Manufacturer's investigation conclusion: cosmetic damage to the external portion of the patient¿s driveline was confirmed through an onsite evaluation by an abbott representative, as well as the evaluation of the submitted images; however, a specific cause for the observed damage could not be conclusively determined. The reported that the patient¿s driveline looked rough and a cosmetic driveline repair was discussed to fix the driveline and swap the controller. Evaluation of the submitted images confirmed damage to the silicone jacket at the terminus of the distal end bend relief, as well as slight bunching in the jacket material. Damage to the silicone distal end bend relief near the metal connector was also confirmed. No underlying wires were exposed, and the observed damage appeared to be cosmetic only. Additionally, review of the log file provided by the account revealed no atypical events or alarms indicating driveline wire damage or functional issues with the patient¿s left ventricular assist system (lvas). Information later received from the vad coordinator stated that tech services was onsite on 07may2021 for an external driveline repair. Approximately 14¿ of the driveline was replaced from the distal end and there were no alarms recorded after the repair. Multiple attempts were made to obtain additional information regarding the reported events as well as the driveline¿s return status; however, no further information was provided by the account and the driveline has not been returned to date. If the driveline is received at a later date, this investigation may be reopened to include the evaluation of the returned product. The patient remains ongoing on heartmate (hm) ii lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22apr2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was trying to swap his controller out due to some alarms and his controller was looking rough. The red release button was frozen and could not be depressed to release the driveline and the controller could not be replaced. It was assumed that the connection site was filled with dead skin cells and dog hair. The patient's driveline was also not looking good and was in need of a cosmetic repair. X-rays were taken and it was noted that the controller flashed 'connect to power' as one power cable was bending at a fragile point. This led healthcare providers to believe there was a controller problem. Log files were submitted and technical services found no alarms related to driveline damage. The tear and separation of the outer jacket of the driveline appeared to be cosmetic. There were some lower than average voltage readings on mobile power unit and battery power, which indicated that the controller leads were worn and required replacement. On (B)(6) 2021, the patient had approximately 14 inches of their driveline repaired. Related manufacturer reference number:2916596-2021-02486.